Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products: kne-vanguard-tibial trays-unk, kne-vanguard-bearing-unk, kne-vanguard-femorals-unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right knee procedure at an unknown date with unknown knee implants. Patient was revised due to unknown reasons. Patient was again revised 5 years 10 months post revision due to failure of the tibial stem (is what the surgeon stated). Metallosis was also noticed around the stem at the time of the revision. Patient was revised.